Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The dialyzer was returned wet. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady stream of bubbles emanating from the polyurethane (pu) cut surface on the non-cavity ID end, at approximately 180 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination and a broken fiber fragment identified at approximately 180 degrees. The fragment measured approximately 0.13mm in length. Further examination of the fiber bundle did not identify any damage or irregularities aside from the fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
This report captures the second of two events for the same patient, involving two separate products; see associated MDR (MFR report # 1713747-2020-00037). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that two internal dialyzer blood leaks occurred during a patient¿s hemodialysis (hd) treatment. Both blood leaks occurred approximately 15 minutes after treatment initiation, and both involved the same patient and the same machine. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert in both instances. The blood leaks were not visually observed. Fresenius bloodlines were also used for the treatments. Blood leak test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on either dialyzer. After the first blood leak alarm, the treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The machine was re-setup with new supplies for the patient, and 15 minutes into the second attempted treatment, the blood leak alarm sounded again. Again, the patients blood was not returned and the ebl was approximately 250 ml. At this point, the machine was pulled from service and the patient was set up with new supplies on a different machine. The patient successfully completed treatment after being transferred to a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Both dialyzers were retained and available to be returned for evaluation. The machine¿s blood leak detector was calibrated and the machine was subsequently returned to service.